Event description:
The user had a fall shortly after the surgery moving the housing more anteriorly. This resulted in pain, skin attenuation, and redness. Although the user routinely wore the ci processor daily, there was the need to reposition the receiver stimulator more posteriorly. According to the surgeon, only the housing of the implant was moved, not the electrode array. There was no need of explanting the device.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing migrated from its intended position due an external impact on the implant site. Further, the recipient experienced pain and skin attenuation after the reported impact. A re-positioning surgery was performed successfully. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's stimulator receiver has been repositioned more posteriorly. The user had a fall shortly after the surgery moving the housing more anteriorly. This resulted in pain, skin attenuation, and redness. Although the user routinely wore the ci processor daily, there was the need to reposition the receiver stimulator more posteriorly. According to the surgeon, only the housing of the implant was moved, not the electrode array.